Event description:
The facility representative reported a colleague infusion pump with an "error code 199:11:284:0000". The event was reported to have occurred before use. This had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 199:11:284:0000 was confirmed and reproduced during product evaluation. The root cause was a blown fuse. The fuse was replaced to correct the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.63.92.